Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for diabetic ketoacidosis. The patient's blood glucose at the time of admission was approximately 468 mg/dl. The customer had a cortisone injection that increased her blood glucose and led to diabetic ketoacidosis. The patient was treated with fluid drip and insulin drip. Troubleshooting for the high blood glucose was declined. No products were returned or replaced.